Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 19 was found on (B)(6) 2025 10:02:18.000. Line=(B)(4) file=(B)(4). Pump error 53 was also found on (B)(6) 2025 10:05:13.000 through (B)(6) 2025 19:05:14.000, with several alarms noted. Line=(B)(4) file=(B)(4). However, no pump error 130 was found. During testing, unit failed to rewind due to pump error 53 being displayed. Unit failed rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of pump error 130 were not confirmed when no pump error 130 alarms were noted in download history review. However, allegations of pump error 19 were confirmed when pump error 19 alarms were noted in download history review. Additionally, pump error 53 was found in download history review and during testing, causing failed rewind. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 19 (generated if minute event is not received from motor processor or the sw watchdog task is not running properly) and pump error 130 (this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement) alarms. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed. The customer was able to clear the error and unable to complete the rewind process. Pump passed displacement test. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.